Event description:
Information received notes that the patient presented with intermittent ventricular capture. The lead was repositioned and two months post-op, the patient was again hospitalized for recurrent syncope. Intermittent capture and under-sensing was observed. Exploration of the lead identified an area where the ligature around the anchoring sleeve was so tight it cut through the sleeve and the insulation of the lead with blood staining the conductor coils.